Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported e433 error was determined to be the result of a faulty generator board and the e030 and e034 errors observed in the device error log, were determined to be the result of a faulty motherboard. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the mother board had failed causing the error code e038 and the generator board failed causing the display error of e433. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the electrosurgical generator exhibited that the mother board had failed causing the error code e038 and the generator board failed causing the display error of e433. There were no reports of patient involvement.